Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the doctor did a rotator cuff repair. Where at first he used the full treated tap the bone before inserting the anchor. With tapping he already needed a lot of force cause the patient bone was very hard. After that he had difficulty?s putting the anchor in because of the hard bone and the anchor broke at the tip. When he removed the remains of the anchor, he put in his second anchor. Which also broke, but the anchor was further in and it was very solid in the bone, so he used it to repair the cuff with it.